Manufacturer narrative:
This report is being supplemented to provide additional information, a correction, and the legal manufacturer's investigation. B3 has been updated and h8 has been corrected. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the precleaning, and no abnormalities in the accessories used for reprocessing. Lastly, the customer flushed the air/water nozzle with detergent solution and wiped/brushed it with clean lint-free clots, brushes, or sponges. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿gif-xz1200, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif-xz1200, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, bending section cover had a scratch, adhesive on bending section cover had a chip, a crack, and a white-clouded area, water removal ability did not meet the standard value due to clogging of nozzle, adhesives around objective lens had white-clouded area, adhesives around light guide lens had a white-clouded area, plastic distal end cover had a scratch, connecting tube had discoloration and a scratch, protector of universal cord on suction connector side had a scratch, protector of universal cord on control section side had a scratch, universal cord had a scratch, image guide protector had a scratch, grip has discoloration, suction cover had discoloration, suction cylinder had a scratch, and the control unit had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope air/water flow was weak. The device was returned for evaluation. During the device evaluation, it was found that a foreign object came out of nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.